Manufacturer narrative:
Compromised force sensor alarm during the basic occlusion test due to protruded/loose drive support disk. There was no moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during visual inspection. The insulin pump was received with cracked reservoir tube lip, battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose level was 6.7 mmol/l. Customer stated that they were changing their set and insulin was shooting out. Customer was swimming and the set fell out. Customer was advised to disconnect from the pump. Customer stated that the drive support cap was sticking out. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.